Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. There was evidence of cosmetic outer insulation environmental stress cracking.

Event description:
It was reported that the left ventricular lead dislodged during the system change-out. The lead was extracted and replaced. No patient complications have been reported as a result of this event.